Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a post implant follow-up, increased pacing impedance was noted on the right atrial (ra) lead. Insulation damage was suspected but an x-ray was performed and no anomalies were noted. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.